Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became inoperable and was unable to communicate with external devices. It is unknown if the ipg was placed into surgery mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.